Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter facility name: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had problems with tube pushoff.

Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k101502.